Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, there was contamination on the battery board and throughout the charger. The root cause for the failure is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. There was no death or adverse event associated with the charger malfunction.

Event description:
4/7/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a charger indicating that it was resetting.